Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a surgical procedure on (B)(6) 2019 the patient lost neurological function in the lower extremities. As a result, the surgery was abandoned. No products were implanted.